Event description:
It was reported that this pacemaker was found to be in safety core. The patient was seen in the hospital due to exhibiting syncope symptoms. Technical services (ts) discussed the safety core mode. Patient symptoms, oversensing, and recommended the device be replaced. Received notification the device has been returned for analysis. Additional information has been requested for the device explant. No additional adverse patient effects were reported. Received additional information the device was replaced with a non-boston scientific device using pre-existing non-boston scientific leads. The device has been returned for analysis. No additional adverse patient effects were reported.

Event description:
It was reported that this pacemaker was found to be in safety core. The patient was seen in the hospital due to exhibiting syncope symptoms. Technical services (ts) discussed the safety core mode. Patient symptoms, oversensing, and recommended the device be replaced. Received notification the device has been returned for analysis. Additional information has been requested for the device explant. No additional adverse patient effects were reported. Received additional information the device was replaced with a non-boston scientific device using pre-existing non-boston scientific leads. The device has been returned for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. Interrogation of the device confirmed it was operating in safety mode/determined it had undergone resets and that bradycardia therapy remained available. The system resets class_ii_system_fault, three_power_on_resets battery voltage prior to faults was approximately 2.83v and caused the device to enter safety mode. Engineers determined that this device was demonstrating behavior consistent with a high internal cell impedance within the battery. The high internal impedance resulted in the system resets due to temporary high-power consumption and subsequent reversion to safety mode operation. Boston scientific has issued a field safety notice regarding ingenio extended life (el) and cardiac resynchronization therapy pacemaker (crt-p) devices that may exhibit this behavior.

Event description:
It was reported that this pacemaker was found to be in safety core. The patient was seen in the hospital due to exhibiting syncope symptoms. Technical services (ts) discussed the safety core mode. Patient symptoms, oversensing, and recommended the device be replaced. At this time, the pacemaker remains in-service. No additional adverse patient effects were reported.